Event description:
It was reported a device related thrombus was suspected. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx laa closure device & delivery system (wds) was used. The closure device was implanted successfully in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was brought back for their 45 day follow up and it was suspected that there was a mobile thrombus around the closure device near the limbus. The patient was started on pradaxa and will follow up with the physician in 30 days.